Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp)the helium bottle needed to be changed because the helium level was low. The bottle that was just taken out of the box is defective. The attachment for the rotary wrench is leaking. There was no patient involvement.

Manufacturer narrative:
No UDI is provided as no model, catalog, serial number for the affected device have not been provided.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer states that after changing to a new helium bottle, there was no more helium loss.

Event description:
N/a.